Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of no communication was not confirmed in the laboratory. The device interrogated normally and tested normally on the bench. The cause of the field event is believed to be interference from the lvad.

Event description:
It was reported that the device could not be interrogated. The issue was suspected to be due to the presence of a left ventricular assist device. Device was explanted and replaced.